Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A visual analysis of the returned device identified: delamination in the diaphragm valve, crease flat and opening crack. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify a crack in the fill channel, delamination. Based on the device analysis the final assessment is: a crack on diaphragm valve due to cracked valve seat diaphragm valve, and delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.